Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d9, g4, h3, h4, h6

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported "rupture". Later healthcare professional reported "capsular contracture baker grade iii". Later the healthcare professional reported "rupture". This record is for the left side. Device has been explanted.